Manufacturer narrative:
Implant fell on floor. The implant shows clear signs of insertion. The reason for the complaint is not comprehensible. The insertion post is not available, so further product-related analysis is not possible. Also the complained article c1086.3309 is not enclosed. Attached is a dental implant c1085.4307. The complained implant batch was monitored according to the established test processes and passed the final inspection before delivery. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant fell on ground.